Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that when the tibial plate packaging was opened, the packaging appeared deformed as though damaged by heat. No adverse events were reported as a result of this malfunction.